Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. Suction events are most probable due to the hypovolemic state of the patient of being anemic. Fluid challenge and transfusions seems to have corrected the issue. There are no allegations of any device malfunction and the reported issues are related to the patient disease process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient called to report they had melena on (B)(6) 2017.  Upon admission, patient was found to have a hemoglobin (hgb) of 5.0 and supra-therapeutic international normalized ratio (inr) of 3.5.  Of note, the patient has had 5 previous admissions since implant for suspected gastrointestinal (gi) bleeds. Upon admission the patient's anticoagulation, warfarin/ and aspirin (asa) were held.  She was transfused a total of 5 units of packed red blood cells (prbcs) from (B)(6) with plans for gi intervention on (B)(6).  While on rounds this morning, the vad coordinator noticed that the patient was going in and out of continuous suction.  Log files were sent which showed a loss of circadian rhythm going back to (B)(6) 2017 just prior to the admission and increased suction over the past 24 hours.  The patient's speed was decreased from 2400 rpms to 2260 rpms with a slight improvement to intermittent suction.  The patient was more prone to going into suction while lying supine.  The patient was initially given a 500cc ns bolus which helped, but the patient still had positional, intermittent suction.  The patient was given another 500cc ns bolus later in the morning and her fluids were liberalized.  In the afternoon, the patient was taken for an esophagogastroduodenoscopy (egd) by the gi team which was negative for any active bleeding.  After finishing the egd, they dropped a capsule for a video capsule endoscopy (vce).  No plans for c-scope now.  Patient remains admitted now to the step-down unit. It was reported from the site that the patients bleeding had stopped and the patient was discharged home on (B)(6) 2017. It was stated that the patient was doing well. No additional information available.